Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The initial serum result on the integra 400 instrument was 407.826 umol/l. The repeat heparin plasma result on a reflotron instrument was 65.4 umol/l. The sample was repeated on the integra 400 instrument with a serum result of 402.549 umol/l. On (B)(6) 2022 the sample was repeated on the integra 400 instrument with a serum result of 66.561 umol/l. The sample was repeated twice on the reflotron instrument with a heparin plasma result of 63.5 umol/l and serum result of 58.4 umol/l. The sample was again repeated on the integra 400 instrument with a serum result of 65.195 umol/l. The high results from the integra were reported outside of the laboratory where the doctor questioned them prompting repeat testing. The crep2 reagent lot number was 63902901 with an expiration date of 31-jan-2023.

Manufacturer narrative:
No sample issues were visually observed. Calibration and qc were acceptable. No issues were identified during a review of the reaction curve for the initial high result. The customer has had no issues with other assays or other patient samples. The photometer lamp has been replaced according to the maintenance schedule. The customer cleans the probes only during the maintenance but not daily. The investigation is ongoing.

Manufacturer narrative:
A "clot detected" alarm was observed on the customer's alarm trace data. This alarm suggests a pre-analytical handling issue. The customer used a clotting time of 20 minutes and a centrifugation time of 7 minutes. Based on the type of sample tube the customer used, the recommended clotting time is a minimum of 30 minutes; the centrifugation time of 7 minutes is also not the recommended time. A general reagent issue has been excluded as calibration and qc were acceptable. Based on the information provided, the event is consistent with a pre-analytical sample handling issue at the customer site. The investigation did not identify a product problem.